Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery the top mouth of the pituitary broke. All the parts were retrieved from the patient and no patient complications were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.